Event description:
The user alleged that while using the sys there was an inaccuracy issue. The user reported that visual verification of the lg (locatable guide) tip on the main corina was off approx 1 cm. The decision to cancel the procedure was made. There was no harm or injury to the pt.